Event description:
Report received from an international affiliate of an underdelivery. The report stated that the pump was programmed to deliver an unspecified parental nutritional support. No specific programming parameters were provided. "Parents report that they have noticed few times that pump alarmed that assigned dose was delivered, but in the sack remained more than half of the dose that should be delivered." The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse patient effects. No medical interventions were required.